Manufacturer narrative:
Titanium base could not be detached from the implant. Implant had to be removed. Fractured part of titanium base stuck in the implant. Ti-base wasn`t complained. No further information available! No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Titanium base could not be detached from the implant. Implant had to be removed.